Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was so visible damage found to the bolus button. Evaluation revealed that the bolus button was responsive. The reported complaint was not duplicated during investigation.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging the audio bolus button had a delayed response for the past week. The patient denied damage to the audio bolus button and noted the keypad was peeling. The patient reportedly wore the pump under a garment, against the body, and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.